Event description:
Hillrom received a report from a hillrom technician stating the code blue call's not routing to pbx console and also not showing on its specific unit grs10. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The nurse call system provides visual and/or audible event alert notification via designated communication devices. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. All calls route to a primary monitoring device (grs-10 nurse console and calls can also be configured to route to secondary communication device locations (vocera wireless devices, customer's command center devices, wireless phones, etc.). The designation of call routing is configured using the hillrom nurse call electronic configuration tool application (ect). It is noted that hillrom technical support investigated the issue and determined that the system was misconfigured. To resolve, the hrc technician corrected the routing configuration to the proper settings. Based on this information, no additional actions are required. Although there was no patient injury reported , if the reported code blue call not being received at a designated secondary location were to recur, it is likely to result in serious injury or death, as response of key team members of the code team may be delayed. Hillrom is reporting this event.